Event description:
Melted spatula electrode (89-7203) melted causing plastic pieces to melt off into patient :additional information received (B)(6) 2013 the patient was undergoing a laparoscopic cholecystectomy. The issue occurred half through the case while dissecting the gallbladder from the liver. The case was completed as scheduled. The patient left the or stable and discharged that day without incident. Female patient (B)(6).

Manufacturer narrative:
(B)(4). One (1) device was received for melting causing plastic pieces to melt off into the patient. This device is a ¿resposable¿ sterile device and has limitations on reprocessing. The device is not etched with a lot number but lot traceability is identified by its product packaging and labeling. Although this device was not returned with its original packaging, we were able to identify the lot number based on location of the customer¿s orders for this product. The device was manufactured in september 2012 and the customer ordered the same lot # in february, (B)(6) of this year (2013). It is therefore possible that the returned device was from the earliest order, (B)(6) 2013, and potentially has been in use since then. Another unknown is if the customer used a higher than usual voltage in conjunction with the device. The device was visually and functionally tested. Visual examination of the device under the microscope by quality engineer and the mfg engineer revealed that the device had embedded fibrous debris located in the burned/melted area on the spatula close to where the exposed metal end is. Exposed metal in a cylindrical shape within the melted portion and surrounding debris was also observed which indicates that the device had possibly come in contact with something else metal (possible crossed with another device) in order to arc and create the burn marks and then melted. The device halar coated tubing was hypot tested to verify the integrity of the insulated shaft and to investigate if the device sparks when used. Note: the device is hypot tested 1/8inch from the distal end and 1/8inch from the tip due to the exposure of metal by design. The hypot test passed. These devices are 100% inspected and tested for this failure mode prior to packaging. All test passed acceptance criteria for this lot. As noted before, the device was returned with alot of debris stuck in the burned/melted area on the spatula close to where the exposed metal end is. This alone can create a situation of the device arcing (poor cleaning/ maintenance) after so many usage and blowing out the coating exposing metal at the end where the tip is. According to the products IFU 26-2905, under ¿limitations on reprocessing¿, repeated reprocessing has minimal effect on these devices. End of life is normally determined by wear and damage due to use. Devices labeled as ¿resposable¿ should be discarded after a maximum of 10 uses. Resposable devices with damaged insulation should be discarded immediately. As we are unable to determine the amount of usage by the customer our recommendation is for the customer to track the usage of the device per IFU and discard at the maximum 10 usage or immediately if damage to the device is observed. Carefusion.